Event description:
Additional information was received for this case. A CT identified a type ia and ib endoleak. The physician performed an intervention where a proximal 36x36x150 and distal 32x28x150 stent grafts were placed. The intervention was completed successfully and the endoleaks were resolved.

Event description:
A valiant thoracic stent graft was implanted in the patient for treatment of a thoracic aneurysm. Aneurysm and vessel morphology at the time of implant was not reported. It was reported that during follow up, the physician identified the stent graft floating in the aneurysm sac. Future treatment is planned. No clinical sequelae were reported and the patient will continue to be monitored by the physician.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).